Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
It was reported that while using night aligners, the patient had it was reported there was blanching and the step 1 ref aligners were cutting into her gums and the patient's doctor of dental surgery (dds) advised to stop wearing them. The clinical support team (cst) advised to scallop the aligners but the patient was still experiencing pain. The patient returned to step 14 and noted "they are fitting just fine."